Event description:
The physician placed a cook endoscopy percutaneous endoscopic gastrostomy device in a patient. The peg tube became dislodged into the peritoneal space. The dislocation remained unnoticed and nutrition was applied into the peritoneal space. The patient developed acute peritonitis and underwent surgery followed by antibiotic therapy. The patient died. Information provided with the report indicated that the patient's death was related to the patient's medical condition and not related to the product.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices had been previously distributed. Conclusions: we were unable to conduct a full investigation because the affected device was not returned to cook endoscopy for evaluation. We can provide the following comments: the instructions for use state that potential complications associated with placement and use of a peg tube include, but are not limited to: peritonitis, improper placement or inability to place the peg tube, tube dislodgment or migration. The instructions for use for this product line warn that excessive traction on the gastric feeding tube may cause premature removal or failue of the device. The user is instructed that it is important to use the twist lock or cable tie to secure the bolster to the tube. This will help prevent migration of the tube and reduce the need to constantly reposition or pull on the tube. Information provided with the report indicated that the patient's death was related to the patient's medical condition and not related to the product. The report did not indicate whether the patient care manual accompanied the patient and all people responsible for the care of the patient. The instructions for use further cautions that it is essential for the patient care manual to accompany the patient and be explained to all people responsible for the care of the patient. The patient care manual contains this statement in the feeding procedure section: always note the centimeter marking closest to the top of the external bolster before feeding to confirm the tube is in proper position. Corrective action: no corrective action warranted at this time because this incident was unable to be verified. Prior to distribution, all gastric feeding devices are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment.